Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a surgical pattie (B)(4) was fraying and was falling off into the patient. All the frayed product was removed in the patient.

Manufacturer narrative:
The surgical pattie (ID 245404) was returned for evaluation. Unique device identification (UDI): (codman) (B)(4). Failure analysis - the product was returned for failure analysis and the follow was noted: "product sample received however complaint cannot be confirmed. It was reported that product was falling apart when in use. Due to the product being saturated with bodily fluids it cannot be properly evaluated." The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint. Possible root cause includes ¿string pulls on cottonoid material when cutting.¿

Event description:
N/a.